Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed a reset message and the pump was subsequently unresponsive. The customer's blood glucose level ranged 75 mg/dl. The customer plugged the pump into a power source and the display illuminated, however the wake button was unresponsive to presses. The customer's blood glucose level was 85 mg/dl. Reportedly, the customer would continue use of the pump for insulin therapy but also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.